Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported issue and found it was due to a faulty ccd [charge-coupled device] unit. Additionally, the camera cable was kinked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the image would not appear on the subject device. The issue occurred when preparing the device for use during an unspecified procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon was caused by a faulty charge-coupled device (ccd) unit and a twisted cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.